Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 7.7 cm to 7.8 cm and at 8.2 cm to 8.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).